Manufacturer narrative:
On 24 june 2016 the qc manager performed a metrological analysis of the insert and commented as follows: the documental investigation confirmed that the device has been produced according to the specifications valid at the time of manufacturing. Two measures, as shown in the report, are out of specification. This is probably due to deformation after the sterilization process previous to send back to us the liner (note: according our complaint procedure, pe devices must be sterilized at a maximum of 60°c in order to prevent deformations). On 28 june 2016 the sales agent provided us with the outprints of the sterilization cylce used to sterilize the liner and it showed that the maximum degrees reached were 184.3°f= 84.6°c. On 28 june 2016 the r&d project manager performed a visual inspection of the retrieved insert and commented as follows: the insert doesn't present any sign of damages / deformations of the 'clipping' features caused by a forced attempt to snap the insert not properly positioned into the baseplate. As confirmed by the representative sale agent, the insert had been sterilized by an uncontrolled and not validated sterilization process prior to be sent back in medacta international. The dimensional properties of the insert have been changed during the sterilization process, as confirmed by the dimensional control requested and attached. It is useless to functionally and dimensionally verify the compliance of the insert to the specifications required. It is not possible to identify any possible root causes for the event. On 30 june 2016 it was prepared a final report with the information submitted in this report and in the initial one. On the same date the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on 07 march 2016: (B)(4)

Event description:
During a primary knee surgery, the poly insert would not properly snap into the tibial baseplate. The sales agent had a second poly insert that snapped right into the baseplate. The surgery was completed successfully. The insert will be returned to medacta international for analysis.